Event description:
Additional information. The device was reprogrammed and the patient outcome was "positive."

Event description:
It was reported that the patient received good therapeutic effect from their implantable neurostimulator (ins) prior to replacement. Intra-op, the ins was soaked in a saline/antibiotic solution and impedances were measured at under 800 ohms. After the replacement, the patient indicated that they lost all therapeutic effect from the ins. A couple weeks later, impedances were checked again and exceeded 800 ohms. Most recent impedance measurements were within normal limits. The patient also indicated that they felt nauseated. Additional information reported indicated that the patient had their voltage increased and the cycle time changed. An esophagogastro duodenoscopy was performed to discover if there was anything significant in the stomach. No further information was available on the patient's outcome. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 435135, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Lead: model 435135, serial# (B)(4), implanted: (B)(6) 2004, explanted: na.